Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set came out at the site while sleeping a night before this report, due to which she did not get any insulin. The site location was right abdomen and the pump was on the left side of bed. The infusion had been in use for three days and the infusions were stored in the house. There was stress or pull on the tubing while she was sleeping, and the pump was not dropped with the set connected to the patient's body. No further information available.